Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a microsensor (ID (B)(4) stopped showing the waveform and increased the mean intracranial pressure (icp). Icp values were recorded in the 10 hours (2-11) that followed insertion on (B)(6) 2025, between hours (11-12) 16 and 28, with a spike of 43 occurring immediately before the sensor quit. The ¿system faculty failure¿ alert despite attempting to re-connect sensor to other 2 other cerelink monitors to ensure that it was a sensor issue and not a monitor issue. The sensor was used to monitor icp in pediatric patients with hydrocephalus and ventriculoperitoneal (vp) shunts. The sensor was removed, and the patient was discharged. Additional information monitor used: cerelink is the integra/codman icp monitor download data available? No time/date of sensor implant: (B)(6) 2025 at 1403, time/date of failure: (B)(6) 2025 at 0141, description of the failure: ¿system faculty failure¿ alert despite attempting to re-connect sensor to other cerelink monitors to ensure that it was a sensor issue and not a monitor issue, sensor information: a. Kit used: basic (826850), b. Serial number (located on backside of sensor): (B)(6), c. Lot number (located on the unit carton/box): not available, d. Implant location: intraventricular, e. Hospital location of implant: ICU / placed in picu. Integra/codman icp monitor serial number: not available did the failure occur during patient movement? No, spontaneously quit working while patient sleeping. Did the patient receive an MRI or CT scan before the failure occurred? No what was the mean icp before the ¿event¿? Icp value: 2-11 the 10 hours immediately following insertion 16-28 from hour 11-12, with an icp spike of 43 immediately before sensor quit providing a value. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor) not provider at time of event, but no waveform abnormalities reported to reporter. What is the current mean icp? Icp value: 2-11 the 10 hours immediately following insertion 16-28 from hour 11-12, with an icp spike of 43 immediately before sensor quit providing a value. What is the icp waveform quality after the ¿event¿? None ¿ sensor quit reading icp and without waveform. When the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. A. If yes, provide patient monitor make & model make: philips, model: mx750. B. Does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? Yes. I. If no, what is the icp express icp value and what is the patient monitor icp? N/a when the failure occurred, where was the integra/codman icp monitor positioned? IV pole. List all devices being used close to the integra/codman icp monitor: alaris IV pump, philips mx750 monitor. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify: yes: patient with a vp shunt. If the sensor was implanted during surgery, were bipolar or monopolar forceps used while the sensor was plugged in? Unknown ¿ sensor placed at patient¿s bedside in picu. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care: no unusual events occurred. Describe the quality of the insertion: normal. If icp express was used, what did the display show at point of ¿event¿? N/a was more than 1 integra/codman icp monitor used for the sensor? Yes ¿ 3 different cerelink monitors were attempted to retrieve an icp reading after the initial malfunction. None of the 3 monitors worked.

Manufacturer narrative:
Additional information: patient information: date of birth: (B)(6). Age: 9. Gender: male. Weight: 32.1 kg. The sensor was removed due to failure on (B)(6) 2025. It was not replaced. The patient did not experienced signs and symptoms due to device issue. The patient is stable.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7468743 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter received with sutures; stretched 4 and 17 cm, and double crimped 26cm from connector. Internal wires broken starting at 1.8 to 7.8 cm from connector (x-rays). Icp express = no transducer detected. No further testing possible. The issue of the complaint was confirmed. Root cause analysis - it was determined that the cause of the problem stated to be mishandling of the catheter.

Event description:
N/a.